Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are eight additional complaints associated with the lot for the reported issue. Three trocar assemblies were received for evaluation. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for leaking and were found conforming. The returned samples were found to be conforming, therefore leaking as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. A high complaint rate for the reported lot was noted. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the cannula does not seal perfectly and that leakage occurred. It was reported that this caused the suprachoroidal space to fill up with fluid. Additional information has been requested. The sample was discarded by the facility.